Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged allergy, headache,nausea,lightheaded. There was no report of pateint any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged allergy, headache,nausea,lightheaded. There was no report of pateint any serious harm or injury. In the previously submitted report, b3 and b7 was incorrect which is now corrected and updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received, section b5 was corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging allergy, headache, nausea, lightheaded, face swelling and breaking out with rash, couldn't catch breath related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer declined and terminated the call before asking gfe related questions. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated and corrected by adding health effect - clinical codes which was missed in initial report.